Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that they used the puncture and placement with no problem, and connected the syringe to draw blood, but in addition to blood, air was also drawn. An extension tube was connected, but it leaked out, so a new extension tube was brought out, but it still leaked. There was no problem with blood backflow, but since it leaked out during infusion, they thought the area near the connection might be out of specification and asked him to investigate. There is no connection or something out of specification in the catheter.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report of a leak at the connection was confirmed and the cause appeared to be manufacturing related. Three photographs and one 22g insyte autoguard IV catheter were provided for investigation. The sample exhibited evidence of use. The inside edge of the blue catheter adapter exhibited deformation at the threaded end. The damage appeared to be manufacturing related. A functional test confirmed a leak at the connection. Due to the condition of the adapter that prevented a sealed connection, the complaint that air was drawn into the syringe was confirmed as the circumstantial evidence supported the reported issue. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.